Manufacturer narrative:
Terumo has not received the actual device for evaluation; however, terumo is still investigating this issue, and will be submitting a follow-up report when more information is available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during vein harvesting there was a tear in the packaging and they were not able to get the item out. The product was changed out. The surgery was completed successfully.